Event description:
On (B)(6) 2015, the customer had blood glucose level of 450 mg/dl, was positive for ketones. The customer felt sick, nauseated. Her daughter called the ambulance. Customer changed the infusion set, made correction via pump. In the ambulance she received an infusion with isotonic saline solution. In the hospital, she felt better and received another infusion with isotonic saline solution. After three hours she went back at home. It was reported that the occlusion error alert e4 was missing and / or too late. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. During investigation the alarm history was reviewed and an e4 error was triggered at the event date at 05:39pm and was just confirmed by the customer. Therefore was the error not solved according to the user manual.